Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was evaluated at the supplier. The reported failure ¿tip got shaved off¿ was confirmed.functional inspection: scope was determined to have outer tube damage at incoming evaluation and inspection. Additional investigation notes: scope was determined to need new outer tube. (B)(4).based on previous complaints, a possible root cause for this failure is: scope outer tube damage due to use / handing by the customer.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip got shaved off.

Event description:
It was reported that the tip got shaved off.